Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port needle would not decouple. The following information was provided by the initial reporter: the customer reported about the failure to decouple the needle of nexiva.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port needle would not decouple. The following information was provided by the initial reporter: the customer reported about the failure to decouple the needle of nexiva.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-28. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and five photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. The tip shield could not be decoupled, confirming the reported defect. During the microscopic examination of the unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. Preventative maintenance, in process sampling, and vision inspections are performed at regular intervals are in place to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.